Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements of less than 200 ohms. Non physiologic noise was observed which was oversensed, resulting in pacing inhibition of greater than 2 seconds. Technical services (ts) noted this patient's intrinsic rhythm was coming through. Ts suspected a possible insulation issue however this has not been confirmed. This ra lead remains in service. No adverse patient effects were reported.